Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance was encountered. The lesion was predilated and the taxus liberte' 3.0x24mm drug eluting stent was deployed at 12 atm's. The physician encountered "a little resistance", when attempting to remove the balloon from the stent. The balloon was reinflated and deflated and was able to be withdrawn from the stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.